Event description:
The customer reported that there was a cut on the bone mill handpiece cable, upon receipt it was confirmed that the cord is cut and there are exposed copper wires. This was noticed after a procedure and there was no patient involvement, medical intervention or adverse consequences.

Event description:
The customer reported that there was a cut on the bone mill handpiece cable, upon receipt it was confirmed that the cord is cut and there are exposed copper wires. This was noticed after a procedure and there was no patient involvement, medical intervention or adverse consequences.